Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that there was concern that there was something wrong with the pain stimulator. There were no patient symptoms or complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the family member of a patient on 2017-jun-22. The caller stated that things have been resolved. The problem was that the patient had a non-rechargeable battery and according to the patient¿s surgeon, the battery was at its limit as it would be dying very shortly. They are working to schedule a device replacement with a rechargeable battery. No further complications were reported/are anticipated.